Event description:
It was reported that while the ventilator with a heliox option was connected to a pt, it was noticed that the pt was not receiving the heliox gas. It was further stated that at the time the pt was being ventilated with a gas mixture comprising of 70% helium and 30% oxygen. The ventilator was disconnected from the pt and it was replaced with a non-heliox ventilator. There was no pt harm. (B)(4).

Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The reported problem about the patient not receiving heliox could not be reproduced during troubleshooting on site. The ventilator was during test connected to another heliox tank than the one used during the reported event. No parts were replaced and the investigation consists only of device log evaluation. The exact time for the reported event has not been confirmed. Received logs show that there were 2 periods of ventilation on the reported date of event both with heliox as selected gas type. The duration of the first period was approximately 4 hours during which alarms indicating leakage were generated. The duration of the second period was approximately 17 minutes during which alarms for low heliox supply pressure and high oxygen concentration were generated and those alarms are the only indication that heliox wasn't delivered as intended. But since the time of the reported event is missing it cannot be confirmed if those alarms were during a test period or during patient treatment. If the heliox supply pressure is low, no heliox gas is delivered to the patient. The ventilation will proceed with only oxygen. The cause to the low heliox supply pressure has not been determined. According to received information the used heliox gas mixture during reported event was comprising of 79% helium and 21% oxygen and not 70% helium and 30% oxygen as initially reported.